Event description:
Lifepak 500 with lithium batteries totally disentegrated while in the battery test mode. Event happened at fire district. Assistant chief and capt were injured. Toxic fumes were released.

Event description:
Lifepak 500 with lithium batteries totally disintegrated while in the battery test mode. Event happened at fire district. Asst chief and capt were injured. Toxic fumes were released.